Event description:
It was reported that a pt experienced fit and placement problems with six (6) m6sct/cfs, specialized single cannula cuffless tracheostomy tubes. Parent and homecare nurse report that skin ulcerations developed under chin and near stoma site which they attribute to both the fit and size as well as the flange finish being uneven/rough. It was also reported that difficulties were encountered with attachment of respiratory adaptors/connectors to the 15mm connector of the m6sct/cfs devices. This was detected after the devices were in use approximately seven to ten days. There was one pt involved. The m6sct/cfs devices are reportedly available to be returned to the MFR for identification, analysis and investigation. As of the date of this submission the devices have not been received by the MFR.